Event description:
It was reported ""balloon stuck in catheter. Had to use a new one." No patient harm or injury. There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer returned one sheath extension assembly and a non-teleflex catheter for analysis. The dilator was not returned. The non-teleflex catheter was advanced through the sheath. Signs of use in the form of biological material were observed on and within the returned components. Visual analysis of the returned sample revealed that the distal end of the non-arrow catheter contains an inflatable balloon component which was partially advanced past the distal sheath tip. The balloon component of the non-teleflex catheter appeared to cause the component to be stuck within the sheath body. No defects or anomalies were observed on the sheath. The length of returned sheath body measured 17 1/2", which is within the specification limits of 17 1/8" - 18 1/8" per sheath ext assy w/ dilator product drawing. The sheath outer diameter measured 0.115", which is within the specification limits of 0.111"-0.115" per sheath ext assy w/ dilator product drawing. The non-teleflex catheter and non-teleflex guide wire could not be removed from the sheath due to the balloon component. The sheath inner diameter at the proximal end and distal tip could not be measured as the non-teleflex catheter could not be removed. The sheath could not be functionally tested as the non-teleflex catheter could not be removed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The report of a blocked sheath was confirmed through complaint investigation of the returned sample. Visual analysis revealed a non-teleflex catheter with distal balloon component was advanced through the sheath. The portion of the catheter with the balloon component had gotten stuck within the distal sheath tip. No defects or anomalies were observed with the returned teleflex sheath component. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, unintentional use error such as the balloon deploying prior to passing the distal tip of the sheath likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ""balloon stuck in catheter. Had to use a new one." No patient harm or injury. There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".